Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found drawer 1, a legacy full height drawer, had failed cubies: c1 2x2, c3 2x3, and d3 2x3. Although no cubies were present in these positions, the storage space could not be recovered. The row board cable and retractor band cable were reseated. The retractor band cable on main drawer 1 was replaced, and the resulting software issue was corrected by repeatedly inserting a blank cubie in its position and attempting recovery. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1 failed with an error message "failed hardware". Customer tried rebooting, but issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.